Manufacturer narrative:
Return analysis: the explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. Some wear was observed on the spherical rings, the wear did not seem to be completely through the adlc coating. The device was fractured around the mid-point of the pole component. The fracture plane is relatively flat. The fracture plane is mostly intact with minimal wear, suggesting that it fractured during the removal operation or shortly before. There were no obvious manufacturing or design defects which contributed to the complaint.

Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2019 on 05-apr-2023, apifix was notifed that patient (B)(6) is undergoing a 'planned removal' procedure on (B)(6) 2023. Apifix received no communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2019. On 05-apr-2023, apifix was notified that patient (B)(6) is undergoing a 'planned removal' procedure on (B)(6) 2023. The surgeon has confirmed that the device did not fail (e.g., it performed as intended), and there was no report of patient harm nor underlying issues leading to the procedure. The surgeon planned on removing the device following the patient's skeletal maturity. Apifix received no communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event.